Manufacturer narrative:
(B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product listed is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2017, patient experienced stoma site granuloma and skin candida. The patient was treated with antibiotic cefapene pivoxil hydrochloride hydrate 300mg per oral, zinc oxide ointment, and gentamicin sulfate ointment.